Manufacturer narrative:
Device was used for treatment, not diagnosis zero-p implant was not explanted during the revision procedure on (B)(6) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the revision surgery occurred on (B)(6) 2016. The screw that was backing out was removed and replaced. A 14 mm uni-plate was also placed over top the original construct. The surgeon indicated that the original screw may have been overtorqued due to potential user technique. The revision procedure went well and there was no surgical delay or additional surgical intervention.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an anterior cervical discectomy and fusion (acdf) surgery was performed on (B)(6) 2015 and a zero-p construction including one plate and four screws were implanted at the cervical level c3 to c4. It was determined post-operatively on (B)(6) 2016 that the patient's left upward screw at c3 had loosened and backed out. There was no issue with the other screws. The surgeon has indicated that the patient will be revised; the loose screw will be explanted, the remainder of the construct will remain implanted and a skyline plate will be implanted over top the zero-p construct and secured in place with additional screws. The revision surgery has not yet been performed. This report is 1 of 2 for (B)(4).